Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet tip is confirmed but the exact cause remains unknown. One 3cg t-lock stylet assembly was returned for evaluation. A product label sticker was attached to the device with lot: redy0093. The distal tip of the stylet was observed to be fractured. The fractured segment was not returned. The polyimide tubing section measured to be approximately 5.3 cm in length. Microscopic observation of the distal end of the stylet revealed the break surface to be rough and uneven with an oval shape. One end of the break surface showed evidence of compression. The compression was aligned with the orientation of the core wire which was also fractured. The wall thickness of the polyimide tubing was measured at three locations and was found to be within manufacturing specification. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Based on the condition of the sample returned, possible contributing factors include advancement against resistance, sharp instrument damage, and extension of the stylet beyond the catheter. Since the stylet was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redy0093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported normally you can see a tip on the guidewire about 5 mm. In this catheter it has a short tip 1 mm. The sherlock system didn`t work and they had to send the patient to x-ray. On (B)(6) 2020 returned wire is frayed.